Event description:
It was reported that during the implant of this right ventricular (rv) lead, noise and high thresholds were observed. During an attempt to reposition this lead, the helix was noted to be damaged. A different ra lead was successfully implanted. No adverse patient effects were reported. This lead is not expected to be returned for analysis.